Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature elective replacement indicator (eri with 4.5 years of use. The device is scheduled to be replaced, but it currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the save to disk of the device was received and analyzed. The analysis revealed time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device and rrt was less than or equal to 2.62 volt. The weekly battery voltage trend data shows minimum battery equal to 2.64 to 2.62 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012. In addition the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.